Manufacturer narrative:
Manufacturing and quality control data the progav® 2.0 shunt system was manufactured by a qualified employee in may 2029. Deviations during assembly did not occur. The system was sterilized by miethke and released for shipment after final inspection. For the purposes of this investigation, the progav® 2.0 shunt system is comprised of a progav® 2.0 adjustable pressure valve and a shuntassistant® 2.0 fixed pressure valve. The shunt system was inspected as article fx596t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection. No significant deformations or damage of the valves were detected during the visual inspection. Permeability test. A permeability test has indicated that the shuntassistant® has a blockage and the progav® 2.0, ventricular catheter and prechamber were permeable. Adjustment test. The progav® 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test. The brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results. It should be noted that the shunt system was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the system to the best of our abilities. First, we performed a visual inspection of the progav® 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valves, as well as the brake functionality and brake force. The shuntassistant® valve was not permeable, but the other products met all other specifications. Finally, we have dismantled the valves. Inside both valves and the päd. Prechamber we have found slight build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the system at the time of investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that there was a problem with a progav 2.0 shuntsystem. The surgeon suspected that the shuntsystem is blocked. Patient information: age: (B)(6). Weight: (B)(6) kg. Height: unknown. Gender: unknown. Date of implantation: (B)(6) 2020. Date of removal: (B)(6) 2021.